Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter occlusion was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 12fr x 15cm powertrialysis dialysis catheter. Usage residues were observed throughout the sample. A needleless injection cap was attached to the purple luer adapter. The catheter exhibited curved shape memory. No kinks were observed. An attempt to infuse water through the sample revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required to flush a similar non-complainant device. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample confirmed the presence of blood residue but was otherwise unremarkable. No functional deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that an alarm of the pump to notify catheter occlusion sounded while using the catheter. The medical institution is requesting to investigate whether the catheter was occluded by kinking of the catheter or other reasons. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an alarm of the pump to notify catheter occlusion sounded while using the catheter. The medical institution is requesting to investigate whether the catheter was occluded by kinking of the catheter or other reasons. There was no reported patient injury.